Event description:
This event was reported to conceptus on 8/3/2007. Physician reported pt underwent the essure procedure in 2007, at which time she was 6 weeks post partum. No problems were encountered at the time of the procedure. Pt failed to follow-up for her 3 month hsg to confirm proper device location and tubal occlusion. Additionally, she discontinued her progestin-only birth control pill in 200, when her hsg confirmation test was due. Pt presented to the physician's office with sever right-sided pain the following monht. She was admitted to the hospital: serial hcgs and pelvic ultrasound confirmed an ectopic pregnancy. Pt underwent laparoscopic removal of the ectopic pregnancy the next day. Pathology report showed chronic villi, confirming the diagnosis. The operative report did not mention status of the essure micro-inserts. Pt did not have any operative or post-operative complications. Physician plans to schedule the pt for follow up hsg. Results still pending.

Manufacturer narrative:
Labeling for the essure device states pt cannot rely on the essure devices until the hsg confirmation test has been completed and results demonstrate proper device location and bilateral tubal occlusion. In this case, the pt failed to complete the hsg and she discontinued her alternative birth control method prior to being counseled by her physician. Add'l info will be available after pt completes the hsg.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.